Event description:
The customer reported the ventilator alarmed and displayed codes that indicated an spi bus failure. The customer reported the device was in use, but there was no patient harm reported.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been provided. Contact office: (B)(4).